Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device was observed to have a delay in keypad response time during evaluation. The cause was identified to be the processor printed circuit board (pcb), which had failed. The processor pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the keypad was found to have a delayed response time. There was no patient involvement. No additional information is available.